Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4)- device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011 and mesh was implanted. The patient reported experiencing urinary tract infection with difficulty urinating, severe pain when having sex, pain in the right hip and numbness in the upper and lower limbs. The patient reported the doctor opined that there is nothing to do to help the situation. No further information is available.